Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had an error code in memory that relates to the therapy board pcb assembly and indicates a possible failure of the device to deliver therapy. There was no patient use associated with this reported event.